Event description:
It was reported that a patient underwent a correction of abnormal origin of left coronary artery (pulmonary artery) under cardiopulmonary bypass and ligation of ductus arteriosus procedure on (B)(6) 2022 and suture was used. During the surgery, suture was used for coronary artery transplantation sew. One end of the double headed needle was sutured and then the suture needle was cut off. The other end of the needle was fixed with a yellow skin forceps and the sliding thread was used for standby. When the surgeon was ready to use the other end of the needle, he used the yellow skin forceps to pull up the thread and take the needle. The needle bounced accidentally. He immediately searched near the surgical incision area. The nurses searched around the operating table together with the help of the chief nurse on duty and the head nurse after 15 minutes of searching. During the surgery , they searched for about three or four hours, but could not find the suture needle. Before the end of the surgery, the radiology department was called to use the bedside camera to complete the bedside film filing, and no needle was found near the body cavity and operation field of the child. The child was sent out of the operating room and searched again on the surgical clothes, dressings and cloth wrapping floor. The sewing needle was found on the diagonal floor of the operating table. After comparison, it was confirmed that it was the missing sewing needle. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/18/2022. H6 component code: g07002 no device returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.